Event description:
It was reported that bd ultra fine¿ insulin pen needle inner shield is difficult to remove. This was discovered during use. The following information was provided by the initial reporter: material no. 320145 batch no. 8233905. It was reported that inner shield is difficult to remove. Verbatim: consumer suggested bd change the design of the inner shield. Stated, inner shield is difficult to remove because its too smooth. Stated, they are too smooth, making it slippery and hard to grip. Stated, sometimes, they fall out of his hands onto the floor. Could not provide item number, only description.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ insulin pen needle inner shield is difficult to remove. This was discovered during use. The following information was provided by the initial reporter: material no. 320145 batch no. 8233905. It was reported that inner shield is difficult to remove. Verbatim: consumer suggested bd change the design of the inner shield. Stated, inner shield is difficult to remove because its too smooth. Stated, they are too smooth, making it slippery and hard to grip. Stated, sometimes, they fall out of his hands onto the floor. Could not provide item number, only description.